Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported difficult to remove appears to be due to user technique/procedural circumstances; however, the reported tissue damage was due to the reported anatomical interaction. Additionally, the reported difficult to open or close gripper actuation was also an outcome of procedural circumstance as the gripper arm was caught on the leaflet/chordae. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling. The steerable guide catheter (sgc) is filed under a separate medwatch report number.

Event description:
This is filed to report the gripper actuation issue and difficulty removing the device causing chordal damage, requiring intervention. It was reported that the initial mitraclip procedure was performed on 12/07/2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. The patient returned on a later date with the mr increased to 4. The two clips were confirmed to be stable on both leaflets. Per the physician, the increased mr was due to progression of disease. A second procedure was performed on (B)(6) 2020. The clip delivery system (cds) was advanced to the mitral valve however became entangled in the medial commissure. It appeared the posterior leaflet was caught in the gripper arms. An attempt was made to lower the gripper arms however was unsuccessful. The cds was retracted when it was noted the chord ruptured. An amplatzer plug was implanted to successfully treat the chordal rupture, reducing mr to 1-2. The tricuspid valve was then treated. Two clips were implanted reducing tr from 3-4 to <1. After removal of the steerable guide catheter (sgc), the atrial septal defect was closed with another amplatzer plug. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.